Event description:
It was reported that the buttons on the core universal driver are switched: reverse goes forward, and forward goes in reverse. The event occurred during testing at the user facility. There was no pt involvement and no adverse consequences associated with the device. This event is being remediated for running in the wrong mode.

Manufacturer narrative:
It was noted during failure analysis testing that there was no problem found with the device. The product was cleaned, lubed and adjusted and returned to the customer.